Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range pacing impedance and high pacing threshold measurements were observed on the right atrial lead. Measurements obtained on the pacing system analyzer (psa) showed the same results. The lead was surgically abandoned. No adverse patient effects were reported.